Event description:
All combinations involving #4-7 were greater than 10,000 ohms and greater than 40,000 ohms with electrode impedance. The ins port was switched, the extension changed, the ins changed, and impedances were still high. Due to the type of extension being used the electrode numbering was changed to #8-11 and when rechecked, electrode impedances for #0-3 and #8-11 were within normal range. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).